Event description:
The complaint/event involved a 15 cm (6") smallbore pur yellow ext set w/1.2 micron filter, luer lock. The device's filter was reportedly clogged. There was no report of any human harm associated with the complaint/event.

Manufacturer narrative:
Although multiple attempts were made to obtain the device, it is not available for investigation at this time. Without the return of the device, a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time.